Event description:
The customer reported that there was no audio from an mx40 device. There was no report of a death or serious injury.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.